Event description:
Pt underwent right proximal humerus open reduction and internal fixation with smith and nephew proximal humerus locking plate on (B)(6) 2013. At 6 weeks post-op, she demonstrated bend in the plate. At 10 weeks post-op, she demonstrated a fractured plate at the level of the fracture site. On (B)(6) 2013, pt underwent right proximal humerus fracture revision open reduction and internal fixation. The failed hardware was removed at the time of surgery and replaced with a long periarticular humerus plate from the synthes set.